Event description:
It was reported through the research article ¿persistent fibrosis in heart failure with a reduced ejection fraction linked to phenotypic differences in human cardiac fibroblast populations¿ that heartmate 3 (hm 3) may be associated with unknown heart transplant. This single center case study evaluated tissues from subjects with heart failure undergoing left ventricular assist device (lvad) (hm3) implantation, from transplanted hearts post-lvad, and from hearts without cardiac pathology (control). The data demonstrated that lvad therapy does not lead to significant regression of fibrosis or appreciably alter the behavior of cardiac fibroblasts in vitro when compared with fibroblasts from pre-lvad hearts. This event was created to capture the 9 hm3 patients that underwent lvad explant for orthotopic heart transplant after a minimum of 6 months with lvad. Of the 9 post-lvad patients, 5 were male and 4 were female. Age was 56.4 +/- 10.5 years and length of time with lvad was 3.3 +/- 2.6 years. 7 patients had nonischemic cardiomyopathy and 2 had ischemic cardiomyopathy.

Manufacturer narrative:
Section b: date of event has been entered as the date of publication (15apr2025) since the date of data collection was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section e1: (B)(6). Division of cardiology, department of medicine, medical university of south carolina, charleston, sc, united states; division of cardiology, department of medicine, medical university of south carolina, charleston, sc, united states, the ralph h. Johnson department of veteran¿s affairs health care system, charleston, sc, united states; department of surgery, medical university of south carolina, charleston, sc, united states; ralph e. Martin department of chemical engineering, university of arkansas, fayetteville, ar, united states. Author citation; biggs, et al. Persistent fibrosis in heart failure with a reduced ejection fraction linked to phenotypic differences in human cardiac fibroblast populations¿. Journal of the american heart association, volume 14, number 8. Https://doi.org/10.1161/jaha.124.039747. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section e3 correction. Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported patient outcomes could not be conclusively established through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.